Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, the stent moved on the balloon and stent damage occured. As the 2.5x12mm omega stent was opened and prepped for use, it was noted that the stent moved on the balloon and the stent was "frayed". The procedure was completed with another 2.5x12mm omega stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, the stent moved on the balloon and stent damage occurred. As the 2.5x12mm omega stent was opened and prepped for use, it was noted that the stent moved on the balloon and the stent was 'frayed'. The procedure was completed with another 2.5x12mm omega stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded. The proximal end of the stent did not move. The distal struts were stretched distally from the as manufactured position but the stent did not dislodge or move on the balloon. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon. The reported stent damage was confirmed but not the stent dislodgement. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).